Manufacturer narrative:
The damage found was sustained during the surgical procedure. A complete evaluation could not be performed without return of the entire lead.

Event description:
It was reported that a decrease in sensing was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.